Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient has high impedances on both leads. Surgical intervention was undertaken wherein the system was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.